Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call vibrate anomaly on their insulin pump. Customer¿s blood glucose level was 100 mg/dl. Customer advised that the vibrate mode is on. Troubleshooting for the vibrate anomaly was performed. Customer advised the insulin pump beeped 3 times every 15 minutes. Customer performed the self test and the insulin pump beeped during the tone test however there were no vibrations. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.